Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The device was visually and functionally evaluated. The device passed functional test. The wire was recognized and successfully zeroed. Additionally, a drift test was performed to verify any signal drift issues and the device passed the drift test requirements. Visual evaluation of the device revealed multiple kinks on the wire which might have occurred during handling. It was also observed that the dome from the distal tip was missing. The tip dome damage is not related to the reported complaint; the tip dome has no electrical functionality and does not affect signal performance. The dome is a 0.5mm x 0.5mm rounded drop of uvex epoxy material intended to enhance smooth tracking and reduced resistance during the advancing of the wire. A missing dome could contribute to decreased wire handling performance; however, as stated before, the physician did not report any difficulties with the steerability. The dome can become damaged or weakened by exposure to oxidizing agents used in hospitals for disinfection of devices after use. It was reported that the wire was wiped clean with heparinized saline for any visible blood before it was returned to the manufacturer. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. This event is being reported because the manufacturer could not determine at this time when the dome separated. No further action is required.

Event description:
It was reported that the physician zeroed the primewire guide wire while still in the hoop and advanced it down the guide catheter. Then the physician attempted to normalize the primewire guide wire, but it would not respond. The physician did not report any difficulties with the steerability. This normalization took place in the aorta. After a second attempt, the physician removed the primewire guide wire. The primewire guide wire did not advance down to any coronary vessel. The physician used another wire and successfully completed the procedure. It was also reported, that the case was originally a diagnostic case, but it ended up as an intervention of the lad. No other difficulties were reported during the intervention procedure. The patient was discharged from the hospital according to plan without any complications. The patient has since been seen by the physician and is doing well.